Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. G, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed way on (B)(6) 2022. Although the cause of the patient expiration was not communicated by the account, it was not believed to be device or therapy related. The device was not returned for evaluation as it was not explanted, and no autopsy was performed. Due to hospital privacy laws, no further information regarding the event was provided.